Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set separated during use. The following information was provided by the initial reporter: over the weekend, one of our nurses opened a gravity set and the spike filter component was not attached to the tubing.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set separated during use. The following information was provided by the initial reporter: over the weekend, one of our nurses opened a gravity set and the spike filter component was not attached to the tubing.